Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was broken. It was also noted that the upper case was broken, the lower case was contaminated, the two side bail covers were broken, the ring cover was broken, the battery contacts were compressed, the ring was bent, and the battery drawer was broken.

Event description:
It was reported that the external pulse generator's display was broken. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.